Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "went off" 150 times but "nothing ever happened on [their] defibrillator." The patient inquired if the ICD was defective. The ICD remains in use. No patient complications have been reported as a result of this event.